Event description:
It was reported that stent damage occurred. It was a 90% segmental stenosis in the proximal end and 100% occlusion in the distal end of right coronary artery. A 2.25x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and the stent was deformed after withdrawal. The procedure was completed with a different device. There were no patient complications reported, and the patient was stable. It was further reported that the lesion was mildly tortuous and severely calcified.

Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 2.25x28mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent was noted to be pulled and bunched distally. The undamaged stent outer diameter was measured using a snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink along the length of the hypotube shaft measured at 25.5cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. It was a 90% segmental stenosis in the proximal end and 100% occlusion in the distal end of right coronary artery. A 2.25x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and the stent was deformed after withdrawal. The procedure was completed with a different device. There were no patient complications reported, and the patient was stable. It was further reported that the lesion was mildly tortuous and severely calcified.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the 100% occlusion in the distal end of right coronary artery. A 2.25 x 28mm promus element plus drug eluting stent was advanced but failed to cross lesion and stent was deformed after withdrawal. The procedure was completed with a different device. There were no complications reported and the patient is stable.